Manufacturer narrative:
It was indicated that it was not known if the device will be returned for evaluation or not. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). The sheaths valve had no suction and began to leak out blood. It was noted that the physician was pulling out the catheter quickly. The issue could not be resolved but they continued to use the original device. The procedure outcome is unknown. No patient complications were reported. The device return availability is unknown.